Event description:
This event was reported to beckman coulter inc., (bec) u.s. As the result of troponin (accutni) marketing survey program (msp) customer contact program. The customer reported one instance of an erroneously elevated accutni result within the risk stratification range on their access 2 immunoassay system that occurred in (B)(6) 2012. The initial result was greater than 0.10ng/ml and upon repeat a negative result within the normal reference range was obtained. The customer contact provided information regarding a "proactive procedure" implemented by the laboratory to verify unexpected accutni results prior to reporting the results, thereby preventing potential risk to patient safety. This procedure involves "filtering and repeating any sample in which the accutni result is >0.10ng/ml." The initial results are not released from the laboratory until the repeat testing is complete. Customer was asked to provide specific data; however, the customer declined to provide this information and stated that the data was not available. The initial elevated result was not released from the laboratory so there was no change to, or impact on, patient treatment.

Manufacturer narrative:
The customer did not provide any information indicating an increase in occurrence of erroneously elevated accutni results or an instrument malfunction. No sample information was provided. An attempt to obtain any further information regarding this event was declined by the customer. Service was not dispatched to the customer site on the date of occurrence or at the time of the msp phone call. In conclusion, the cause of this event is unknown and could not be determined using the supplied information.